Manufacturer narrative:
(B)(4).

Event description:
Consumer's attorney sent photographs of consumer's left leg showing large area of circular lesion to medial calf; medical bills; and medical records. Consumer's attorney stated "on (B)(6) 2010, ... (Consumer) purchased a (B)(4) wart remover product from the (B)(6) store.... That same day, he applied the product as directed, but it dispensed an inappropriate amount of the active substance on his leg - causing a severe chemical burn." On (B)(6) 2011, medical records received: medical records from clinic visit on (B)(6) 2010 state "this is a (B)(6), man, who had a wart on the medial aspect of his left calf. He used (B)(4) on it two days ago. He says that he only left it on for 2 seconds and then repeated it again for 2 seconds. Now he has a large circular burn. He rates the pain at 5 to 7/10. It hurts a lot to stand on it. He did put hydrogen peroxide on it. He denies fever. He has no history of diabetes mellitus. Past history: depression and barrett esophagus; status post wrapping of the esophagus. Concomitant medications; lexapro, buspar and prilosec. No known drug allergies. He is not in any acute distress. Vital signs: pulse 80, respirations 16, blood pressure 129/91, temp 98.1. The medical aspect of the right calf has a large circular area of burn that measures about 5 cm in diameter. The most dorsal aspect of it is already peeling. It is mildly edematous. There is no spreading erythema. Second-degree burn of the left calf. I think the pt has a deeper burn secondary to the (B)(4) for the wart removal. There is no signs of infection at this time. He is to keep this clean with an antibacterial soap daily, to apply over-the-counter antibiotic ointment on it and keep it covered. Take ibuprofen over-the-counter sparingly because of history of barrett's esophagus and he was provided a prescription for hydrocodone 5/500, dispense 20. He needs to watch closely for any signs of a bacterial infection; return if spreading redness, red streaking up the leg or fever." Medical records received from clinic visit on (B)(6) 2010: records state "this is a (B)(6) who presents with complaints of a burn to the left lower leg. I saw him for this 5 days ago. He is concerned because it "looks worse" and it's still very painful down into the calf. It hurts for him to stand or walk on it, he's rating the pain an 8/10. He says he has not had any fevers. He has not been to work since he burned his leg with the wart remover." "...there is a circular area of burn. The blistering skin over the top of it is subsequently all sloughed off. There's no surrounding erythema or swelling, he had tenderness with palpation along the calf and pain with flexion and extension of the foot. Healing second-degree burn to the left calf. The pt was reassured that this looks like it's healing very well, he needs to continue to clean with an antibacterial soap, using over-the-counter antibiotic ointment, and keep it covered while it continues to heal. He was given another prescription of hydrocondone, 5/500 dispense 20, f/u as needed. Again we discussed the fact that it could take 4-6 weeks for this skin to heal over, and he will undoubtedly scar." Medical records from (B)(6) 2010 office visit stated "had what he thought to be a wart on his left inner calf and put (B)(4) on area about (B)(6) 2010. He thought he was only getting a small area, but thinks the cap was defective and sprayed a large area. Initial lesion is smaller, but now becoming necrotic and having red streaks and pain distal and proximal to lesion. A 3 1/2 x 4 cm dried round lesion with some necrosis and center upper area of white clearing. This whole area surrounded by edema and erythema. Very tender to touch proximal and distal to wound. Left calf is warm, but negative homans, no sign of dvt. Cellulitis of leg. Left leg lesion was dressed with silvadene cream and covered with a large band-aid. Pt was instructed to change dressing bid with warm soaks and antibiotic soap. Apply silvadene with dressing. He will start doxycycline 100 mg bid x 10 days. Vibramycin 100 mg one capsule po bid." Medical records from (B)(6) 2010 office visit stated "f/u cellulitis on leg. He's concerned he thinks his leg is getting worse. He is using the silvadene and he is taking the oral antibiotics, in the morning when he changes the silvadene the wound looks wet. He also says he is having more pain in the left calf with walking and just in general. The wound on the left leg is now a little smaller, about 3 x 4.5 cm. There is some healthy pink granulation tissue on the edge, less erythema, I think the wound is healing. However, the left calf is more tender even though it is not warm, nor red, nor swollen. There is pain with dorsi flexion at the ankle." Ultrasound ordered. "Addendum: the radiologist has phoned me and stated that his ultrasound is negative, there is not evidence of dvt. " medical records from (B)(6) 2010 office visit stated "leg is still sore and he is taking hydrocodone 2 tabs bid. Leg is tender down to ankle. He is trying to stay off it and elevate it. Area seems to be granulating well. Pt today at 3.4 x 3.7 cm, there is no edema and only mild redness distal to the wound. Good dorsiflexion and adequate pedal pulse. Seems to be healing slowly and pt was reassured with a negative venous doppler of the left leg from (B)(6) 2010 which showed no evidence of dvt. States he's concerned about the pain and I advised him to use ibuprofen 600 800 mg tid prn. He was given a refill of doxycycline 100 mg to carry him through (B)(6) 2010. He will f/u in one week, or sooner if problems." Medical records from office visit (B)(6) 2010 stated "he's in today for recheck on his leg after he gave himself was basically a burn-type injury when he over froze this with a home cryotherapy kit. He said it's hurting more now than it was a week ago. On (B)(6) 2010 I measured at 3 cm by 4.5, 4 days later ...measured this at 3.4 x 3.7, today it's even smaller at 3 x 3.2 cm. Last week when I saw him I ordered an ultrasound because of increased pain, that was normal. He has a nicely healing open ulcerated area over the left mid calf at 3 x 3.2 cm, there is a nice healthy pink tissue with no evidence whatsoever of infection. The calf is tender but is not warm, nor red, nor swollen. Redressed with silvadene. I told him we don't need to see him back as long as it heals up. I gave him 5 more pills and said that would be it. He can use tylenol or motrin from here on out." The following list of medical histories were reported: depressive disorder started on unspecified date and no stop date was specified. Barrett's esophagus started on unspecified date and no stop date was specified. Smoker started on unspecified date and no stop date was specified. Tonsillectomy started on unspecified date and no stop date was specified. Hiatal hernia repair started on 2007 and stopped on 2007. (B)(4) started on unspecified date and no stop date was specified. (B)(4) wart remover was administered for the treatment of wart with dosing as follows: aerosol solution unk (topical) started on (B)(6) 2010 and no stop date was specified on the following events were reported: second degree burn (burns second degree) started on unspecified date and no stop date was specified. Cellulitis (cellulitis) started on unspecified date and no stop date was specified. Necrotic (necrosis) started on (B)(6) 2010 and no stop date was specified. Red streaks (localized erythema) (erythema) started on (B)(6) 2010 and no stop date was specified. Edematous (oedema) started on (B)(6) 2010 and no stop date was specified. Pain (pain) started on (B)(6) 2010 and no stop date was specified. Peeling (skin exfoliation) started on (B)(6) 2010 and no stop date was specified. Blistering (blister) started on (B)(6) 2010 and no stop date was specified. The following concomitant medications were taken: lexapro was taken for unspecified indication as 10mg (unspecified form) daily (oral) started on unspecified date and no stop date was specified. Prilosec (B)(4) was taken for unspecified indication as 20mg (unspecified form) 2 times a day (oral) started on unspecified date and no stop date was specified. Buspar was taken for sleep as 10mg (unspecified form) 2 times a day (oral) started on unspecified date and no stop date was specified. Relevant lab tests were conducted with the following results: test name (B)(6). Date actual value units low value high value ultrasound (B)(6) 2010 unk. Case outcome: unk. Update (B)(6) 2011, email: received 28 color photographs of consumer's left leg and 19 photographs of the product. The first three photographs are photos of the consumer's left leg, showing healing with pink circular area over medial calf region. The 25 remaining photos show a circular reddened area where the skin has sloughed off and is in varying degrees of healing. The case was upgraded to serious. (B)(6) considers alleged product malfunction to be medically significant.